Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 45.0 cm, 136.0 cm and 139.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil lp revealed kinks on its pusher assembly. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance could not be determined. During functional testing, the device was able to advance through its introducer sheath with resistance due to the pusher assembly kinks. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the adrenal artery using packing coil lps and non-penumbra microcatheter. During the procedure, a packing coil lp would not advance from the starting position within its introducer sheath and, therefore, it was removed. The procedure was completed using another packing coil lp. There was no report of an adverse effect to the patient.